Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle did not insert initially; however, upon removal from the skin, it was observed that the needle had deployed. The deployment occurred after the pod was removed, indicating a needle mechanism failure. No impact to the patient¿s glucose levels was reported. The pod was not worn.